Event description:
International affiliate reports the internal head of the expedium polyaxial screw has left the correct site and prevented from introducer the bar. Reports there was no resulting delay. A request was made to the affiliate for clarification and the requested information has not yet been provided. It appears that they are reporting that the inner saddle component of the polyaxial screw became dislodged intra-operatively, preventing the rod from properly seating within the screw head.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium 6.35 polyaxial 7 x 35mm screw was returned for evaluation. The returned polyaxial screw features a saddle that is torqued out of place along the z axis, allowing the saddle to stick out into the tulip head in such a way that the saddle will not allow a rod to be placed within the tulip head. There are numerous small scratch marks on the inside of the screw head, the saddle, and the threads of the tulip head. The root cause cannot be determined using the sample and information provided. A potential root cause is screw undergoing a higher than anticipated load during its insertion. No corrective and preventive action (CAPA) is necessary at this time as there is no systemic trend for saddle dislodgement. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium polyaxial screw was not returned for evaluation. Review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could contribute to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis on the product family found no related complaints regarding the saddle becoming dislodged. Without the product device, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the polyaxial screw will receive an evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.